Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl11-j10 is available in the USA with a 510k number k172156. We checked the returned unit and confirmed that the ccd module noise. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the ccd module cloudy (not clear view), the bending rubber perforated, the remote control buttons perforated, the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) crushed, the bending rubber leak, the objective cover lens scratched, the insertion flexible tube (ift) spiral closer condition, and the bending rubber attached impurities; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.